Event description:
It was reported that the device displayed far p oversensing on the vetricular channel. The patient received multiple inappropriate therapies as a result of the oversensing. A chest x-ray was performed and confirmed a dislodged ventricular lead. The physician elected to not reposition the lead. The system remains implanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.